Manufacturer narrative:
Fifty-four unopened knife samples were received by manufacturing for evaluation. The samples were examined per facility procedure and were found to be visually conforming. Penetration testing was then performed per facility procedure and all samples were found to be conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no other complaints associated with the reported lot number for the reported issue. As the returned samples were found to be conforming, a dull blade, as described in the complaint, cannot be determined from this evaluation. The exact root cause for this report of dull knives is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that a knife was noted to be dull during surgery. Patient impact information is unknown. Additional information has been requested.